Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be stretched and out of specification. However, liquid was still able to pass through the fluid pathway without concern. Cause and timing of the soft cannula damage could not be determined. No other damages or defects were found with the device that would cause failure to deliver insulin. The download data showed no signs of struggle or pulse width increases that would indicate device struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 246 mg/dl while wearing the pod between 4 and 24 hours on the arm. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).